Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company with a request about a product, concerns a male patient of unknown ethnicity and age. Information regarding medical history and concomitant medication was not provided. The patient received lispro insulin (humalog lispro) cartridge for the treatment of diabetes, unknown dose, frequency, route of administration and start date. On unspecified date, unknown time after starting lispro insulin via humapen ergo burgundy with clear cartridge holder attached, the patient experienced ketoacidosis. On (B)(6) 2013, the patient was hospitalized in intensive care unit for four days due to the event. It was stated that when the patient was received the dose, the device fell and broke. It was associated the device pc 2606162 associated with lot 40293 (manufacture date jan 2003). Information regarding laboratory exams, corrective treatment was not provided. The patient did not recover the event . The status of lispro insulin via humapen ergo burgundy with clear cartridge holder attached was unknown. The reporting consumer did not provide an opinion of relatedness. It was unknown who operated the device and if the operator was a trained user. This device model and the reported device duration of use were not provided (it was reported as being used for a long time). Use status of this device was not provided. Since the device was not being returned, evaluation for a malfunction is not possible. Edit (B)(6) 2013: upon internal review it was added the pc associated. Edited the narrative. Update (B)(6) 2013. Additional information received (B)(6) 2013, for the global product complaint system. Add device specific safety summary, manufacture date of device, addressed EU/ca and medwatch fields accordingly, and updated the narrative. Update (B)(6) 2013: upon internal review from call center added clarification about time of use of the device.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2013 in the field. No further follow up is planned. A male patient reported while using his humapen ergo device he was hospitalized for 4 days because he experienced ketoacidosis. When the patient left the hospital, the device was dropped on the floor breaking the cartridge holder when attempting to inject with the device. The device was not returned to the manufacturer for investigation (batch 40293, manufactured january 2003). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage - there is no evidence of improper use or storage.